Event description:
It was reported that multiple consecutive insulin cartridges leaked from the stopper end into the pump during use, with the user noting the device was kept in a pocket and reporting adherence to the filling and connection process. Symptoms included hyperglycemia with readings above 400 mg/dl and prolonged elevated glucose. Outcomes included user-managed intervention with backup multiple daily injections, no medical assistance required, and no acute complications reported. Investigation included user troubleshooting and case assessment for potential cartridge integrity or connection issues and environmental or handling factors. Investigation of this case revealed leakage consistent with a cartridge-seal or stopper interface failure leading to inadequate insulin delivery, with the affected component identified as the insulin cartridge and its stopper connection. It was concluded, based on previously established findings for similar reports, that the cause was likely product-use conditions affecting cartridge integrity or connection, with contributory factors related to handling and placement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.